Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: unknown fluid inside unopened streamline, discoloration of tubing. Detailed inquiry description: costumer found an unopened streamline bloodline package with an unknown fluid present, as well as discoloration of the tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample(s) were provided. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. All information concerning this reported incident has been included in our trend analysis of the product line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.